Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly lead impedance data shows various un-filtered points with "n/t" (not taken) for min and max a pace, between (B)(4)-2009 and (B)(4)-2011. 1- patient alert for a.pace lead z="not taken" on (B)(4)-2007 03:00:07.

Event description:
It was reported that a flipped bit occurred in the diagnostics area of the device which caused the lead trend data to be unviewable. The device remains in use. No patient complications have been reported as a result of this event.